Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for gastrojejunostomy procedure. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the control hub detached. A destructive inspection was necessary to identify torsion of the delivery system, and the outer sheath was not found twisted. No other problems were noted with the stent and delivery system. The reported event of stent failure to deploy was confirmed based on the observed detached control hub. The investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, an attempt was made to deploy the stent; however, the handle jammed, preventing the stent from deploying. The stent was removed from the patient fully covered by the outer sheath. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the device was intended to be placed during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, an attempt was made to deploy the stent; however, the handle jammed, preventing the stent from deploying. The stent was removed from the patient fully covered by the outer sheath. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the device was intended to be placed during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."